Event description:
Remaining volume at end of infusion of approximately 0.5ml from a 1.8ml total volume continuous infusion on bd alaris syringe pump when using monoject syringe. Retested same pump(s) with bd syringes with no issue/no remaining volume. Ref report: mw5154074, mw5154075.